Event description:
Hospitalized for cardiac seizures where I suffered a mild heart attack then received a pace maker. Despite my phillips respironic CPAP being on recall; I've waited more than 3 years for a replacement device. Despite repeated follow-ups with my CPAP sleep study clinical team and the manufacturer despite promises that I will receive a replacement device; my health continues to suffer and my sleep continues to be adversely impacted by the malfunctioning of my phillips respironics device and my state of health including my cardiac risk increase. All rights reserved for myself and my estate in perpetuity. (B)(6), (B)(6) 2022. Do not drink, smoke, or use any drugs other than what is medically prescribed. FDA safety report ID (B)(4).